Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Quality-safety evaluation of product technical complaint (ptc) received on 05-jul-2016: ptc global number (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation."), ovarian perforation ("please describe and state the location of the perforation-my right ovary"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. B60745) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, diabetes, anxiety and overweight. Concomitant products included ondansetron hydrochloride since 2013 and sertraline hydrochloride (zoloft) since 2018. In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea,"), migraine ("migraines"), headache ("headaches,") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and complication associated with device ("device complications"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, ovarian perforation, device dislocation, dyspareunia, complication associated with device, dysmenorrhoea, nausea, migraine, weight increased and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, complication associated with device, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-feb-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),nausea, migraines / headaches, please describe and state the location of the perforation: my right ovary, weight gain / loss specify which one: weight gain, abdominal pain were added. Lot number was added. Concomitant conditions and drugs were added. Outcome of events bleeding and headache from unknown to recovered/resolved were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation."), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and complication associated with device ("device complications"). The patient was treated with surgery (surgery to remove the essure) . Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, dyspareunia and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation, dyspareunia, genital haemorrhage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons received-event medical device removal was deleted and event migration perforation. Painful intercourse, abnormal bleeding, pain were added with essure start and stop date. Essure legal manufacture has changed from (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation.'), ovarian perforation ('please describe and state the location of the perforation-my right ovary'), device dislocation ('migration') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, anemia, vomiting, emesis, fever, chills, diaphoresis, appetite impaired, shortness of breath, heartbeats irregular, bronchitis, gastrooesophageal reflux disease, abdominal bloating, numbness, tobacco abuse, tingling, tenderness, myalgia, irritable bowel syndrome, wheezing, diabetes mellitus, diabetic neuropathy and pulmonary embolus. Concurrent conditions included asthma, diabetes, anxiety and overweight. Concomitant products included ondansetron hydrochloride since 2013 and sertraline hydrochloride (zoloft) since 2018. In 2013, the patient was found to have weight increased ("weight gain"). In december 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea,"), migraine ("migraines"), headache ("headaches,") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and complication associated with device ("device complications"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, ovarian perforation, device dislocation, dyspareunia, complication associated with device, dysmenorrhoea, nausea, migraine, weight increased and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, complication associated with device, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.